Event description:
It was reported that device pumps up, but will not stay rigid long. It deflates too soon on own without deflating it manually. Device was pumped up in office. Device remains implanted. No patient complications related to device.